Event description:
It was reported that the patient presented to the emergency department (ed) after an episode of lightheadedness, dizziness and a low heart rate. It was further reported that the patient presented in kidney failure. The patient's device was interrogated which showed that there was oversensing in the right ventricular (rv) lead. The rv lead was reprogrammed to resolve the oversensing. The rv lead remains in use. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.